Event description:
Healthcare professional reported "pain and displacement", "a capsular rupture or late hematoma was 'interrogated'" and "a late seroma was drained" for right side device. The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "late seroma in the right breast was drained" at surgery.